Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, after the lead was positioned in left ventricular (lv), it was impossible to remove the guidewire. This guidewire is inside the lead. The lv lead was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the stylet/guidewire was kinked/buckled. The tip seal on the distal electrode of the lead showed evidence of blood ingression. Visual summary analysis of the lead indicated damage at implant. The guidewire stuck in lead and couldn't remove due to guidewire's tip was bent inside of the lead¿s distal end, and blood ingression in lead/ distal end within 20cm. The giudewire was damaged/kinked, visually (see photos). No conductors distortion were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.